Manufacturer narrative:
(B)(4). Medical devices: clip delivery system (cds0501/70516u125), steerable guide catheter . The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip system clip delivery system is filed under a separate manufacturing report number.

Event description:
This report is filed since the implanted mitraclip (cds 70601u134) detached from one leaflet and remained attached to the other leaflet. Following, a leaflet tear was noted. It was reported that this was a mitraclip procedure to treat mixed, functional and degenerative, mitral regurgitation (mr), grade 4. The first mitraclip (70601u134) was implanted successfully. To further reduce mr, a second clip delivery system (cds 70516u125) advanced. Reportedly, the operator dived the cds into the posterior aspect of the chordae. The clip then become caught in the chordae and standard troubleshooting maneuvers were performed unsuccessfully. Reportedly, the operator then yanked and pulled hard on the cds, removing it from the chordae. A ruptured chordae and anterior leaflet flail occurred following. In addition, this motion caused the first implanted mitraclip to detach from the anterior leaflet while remaining attached to the posterior leaflet (single leaflet device attachment-slda) and a leaflet tear was noted. The mr returned to grade 4. Cds 70516u125 was retracted into the left atrium, repositioned, and then implanted medial to stabilize the slda. As further treatment to stabilize the slda clip and to treat the ruptured chordae with leaflet flail due to the second clip, a third mitraclip was implanted. The mr was reduced to grade 1-2. The patient is stable condition. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be due to user technique/procedural circumstances of the user yanking the second clip delivery system to remove the second clip that had gotten entangled with the chordae. The reported tissue damage appears to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.